Event description:
The customer's mother reported on (B)(6) 2014 her son's blood glucose, carbohydrate intake and insulin history. The adhesive pad was wet and there was insulin leaking. At 4:42 pm, the pod was then deactivated and she noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. See scanned page.